Manufacturer narrative:
H4: the lot was manufactured from august 04, 2018 - august 05, 2018. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was cut at the top right corner of the bag where the customer likely drained the contents. Functional testing was performed which revealed a leak at the spike port cap at the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.